Manufacturer narrative:
The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device, however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The device history record (DHR) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced an adverse skin reaction while wearing an abbott diabetes care (adc) device. The customer stated their skin became swollen and red. They contacted the emergency department and the healthcare professional (hcp) on duty advised the patient to remove the sensor, which they did. However, the symptoms did not subside so the customer visited a different hcp on july 29, and the hcp made an incision at the site to remove purulent discharge. The hcp also provided an "anti-suppuration drug" and had the customer return to the hospital daily for an intravenous drip. Adc customer service contacted the customer to ask how many days the customer needed to visit the hospital for their intravenous drip, however the customer did not recall. There was no report of death or permanent impairment associated with this event.